Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during aquablation the scope when removed from the sheath has appeared with artefact on lens of the scope. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation april 28,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the customer's statement "it appears to be fluid ingress" cannot be confirmed. When looking at the image, a blurred area (06:00) is noticeable, but it could not be identified as moisture ingress. There are uncleaned residues on the cover glass which, among other things, influence/distort the imaging. When focusing, abrasion and a clearly defined foreign particle/residue can be seen, which can be held responsible for the blurring in the area at 06:00. The distal solder seam is chemically slightly corroded but intact and tight. No moisture in the system can be detected, as suspected by the customer. The residues on the distal cover glass are probably due to insufficient cleaning of the cover glass. The abrasion and foreign particles found in the system can be attributed to clinical use/clinical reprocessing. The damage found is not due to a manufacturing/production defect. The event is filed under internal karl storz complaint ID: (B)(4).